Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 09-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2006 essure (fallopian tube occlusion insert) was inserted. She stated that it was a painful placement. In (B)(6) 2007 (12 months after insertion) the consumer experienced increase/decrease of weight. On an unspecified date the consumer experienced pain in abdomen, bleeding, breast cancer, arthralgia, hypermobility mainly in the pelvic area and impairment of hormone balance. She contacted a doctor and received alternative therapies (physiotherapist) as treatment. The influence of essure in her daily life included quality of life diminished. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain in abdomen, bleeding (interpreted as genital bleeding), and breast cancer. These events are listed in the reference safety information for essure, except for breast cancer which is unlisted. After essure insertion, abdominal pain and genital bleeding may occur. In the present case, limited information was provided. The exact temporal relationship between these events and essure insertion was not specified. Consumer also had hormonal imbalance which could be an alternative explanation for the bleeding. However, given the nature of the events pain in abdomen and bleeding, a contributory role of essure cannot be excluded. Breast cancer was assessed as unrelated to essure, given the pathophysiology of this event, and considering the local effect of essure in the fallopian tubes. Non-serious events were also reported. Since consumer reported that the influence of essure in her daily life included quality of life diminished, and no further information can be obtained to clarify this statement, this was conservatively regarded as a disability, and the case was regarded as incident. A product technical analysis is expected. Further information cannot be obtained.

Manufacturer narrative:
Follow-up from 08-nov-2016: no consent received. (B)(4). Device similar incident listing: the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 08-nov-2016 for the following meddra preferred terms: abdominal pain: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this spontaneous non-medically confirmed case report was initially received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain in abdomen, bleeding (interpreted as genital bleeding), and breast cancer. Upon receipt of follow-up information, this case became legal. These events are listed in the reference safety information for essure, except for breast cancer which is unlisted. After essure insertion, abdominal pain and genital bleeding may occur. In the present case, limited information was provided. The exact temporal relationship between these events and essure insertion was not specified. Consumer also had hormonal imbalance which could be an alternative explanation for the bleeding. However, given the nature of the events pain in abdomen and bleeding, a contributory role of essure cannot be excluded. Breast cancer was assessed as unrelated to essure, given the pathophysiology of this event, and considering the local effect of essure in the fallopian tubes. Non-serious events were also reported. Since consumer reported that the influence of essure in her daily life included quality of life diminished, and no further information can be obtained to clarify this statement, this was conservatively regarded as a disability, and the case was regarded as incident. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No consent was received. Therefore, no further information can be obtained.

Manufacturer narrative:
Follow-up received on 26-sep-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Correction (26-sep-2016) following company internal review: since this case was in follow-up, this case was not considered closed. Company causality comment: this spontaneous non-medically confirmed case report was initially received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain in abdomen, bleeding (interpreted as genital bleeding), and breast cancer. Upon receipt of follow-up information, this case became legal. These events are listed in the reference safety information for essure, except for breast cancer which is unlisted. After essure insertion, abdominal pain and genital bleeding may occur. In the present case, limited information was provided. The exact temporal relationship between these events and essure insertion was not specified. Consumer also had hormonal imbalance which could be an alternative explanation for the bleeding. However, given the nature of the events pain in abdomen and bleeding, a contributory role of essure cannot be excluded. Breast cancer was assessed as unrelated to essure, given the pathophysiology of this event, and considering the local effect of essure in the fallopian tubes. Non-serious events were also reported. Since consumer reported that the influence of essure in her daily life included quality of life diminished, and no further information can be obtained to clarify this statement, this was conservatively regarded as a disability, and the case was regarded as incident. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information is being sought.